Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not provide a lot number. A review of the device history record and the complaint database could not be completed. A follow-up report will be submitted when the evaluation has been completed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
During a coronary angiogram, the control syringe drew in air after about thirty minutes of use. The lot number was not provided. No harm or injury was reported.